Event description:
One month after initial treatment, it was reported that a pt had residual hypertrophy on her neck. Scars were diminished after application of clobetasol and silicone gel sheets but still visible.

Manufacturer narrative:
This case was re-examined in (B)(6) 2011, to ensure that the complaint was appropriately evaluated for MDR reportability per (B)(4) revised incident/event reporting procedures. Upon review, it was determined that this event met the criteria for reportability. To date, no add'l info has been received regarding further resolution of pt symptoms.